Event description:
Alaris IV pump was programmed using the guardrail software to infuse 40meq of potassium at the prescribed rate. The rn checked the pt and the infusion and found the potassium rider to be empty. It had infused in 10 minutes causing the pt's hr to drop to 58. The infusion was stopped an EKG and electrolytes were drawn stat. While awaiting results the EKG revealed normal sinus rhythm with her heart rate resuming to 90's, her baseline. The pt remained stable.